Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error, pump error 40 (motor safety circuit failed test). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed for pump error and explained the pump performs safety checks and error was found. Found crack on the pump. Troubleshooting was performed for crack on the pump and found the crack was on battery tube side. The crack on the pump is not related to retainer rings. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Successfully downloaded history files and traces using thump. Pump error 40 was noted in the pump history file on 06/10/2025 10:01:00.000, per engineering in the software r&d pump analysis log - ble, "pump error 40 (filenumber = 121 linenumber = 536) pump error 40 was generated since the motor safety test failed pump error 40 is the fatal error. This was the reason for the open-book. The cause for the pe40 was the sw". The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, stained keypad overlay buttons, pillowing keypad overlay, peeling off keypad overlay corners, cracked case at belt clip rail corner, cracked battery tube threads, severely stained serial number label, detached battery cap contact, and scratched case. Critical pump error and pump error 40 were confirmed during analysis due to a software issue. Crack on the battery area was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.